Event description:
It was reported the tip of the elevator was fractured during a procedure. No patient harm and fragment was retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows that the elevator has fractured. The fractured tip was not returned. The complaint is confirmed. A fracture analysis was not conducted as the fracture is indicative of the use of the product as DHR review confirmed that product was conforming prior to being shipped. A determination cannot be made as to what caused the fracture to occur. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h11 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.